Event description:
It was reported by service report that the right and left side locking spindle would not latch and the right side top rail was broken where the locking spindle gets riveted to it. It is unk if there was pt involvement or if there are adverse consequences to report.